Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20.1 mmol/l; cause was due to air bubbles in infusion set tubing. Customer delivered a correction bolus via pump to address bg level. Customer performed a supply change to address the issue.